Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting a 48/32 +4 neutral altrx liner into a 48 pinnacle sector 2 shell today the back end of the acetabular handle broke off. The liner had seated already and was not damaged. No pieces were lost and everything was accounted for.